Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau2323 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter had been fractured when opening the package. No patient was involved.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr groshong catheter. The sample was received with an inlaid stylet. Light usage residues were observed along the stylet and within the catheter. A complete break was observed in the catheter near the end. The proximal catheter fragment overlaid the stylet flushing connector stent. Tactile inspection of the sample revealed tensile weakness in the vicinity of the break. Microscopic inspection of the proximal catheter fragment revealed mechanical damage on the catheter surface. Inspection of the break surface revealed sharply defined edges and a dully granular texture. The break characteristics and tensile weakness were consistent with damage caused by tensile stress. The mechanical damage observed on the proximal fragment indicated that tensile stress occurred during manipulation of the catheter with an instrument(s). The product IFU states ¿never use force to remove the stylet.¿